Event description:
The implant surgeon reported to the sales rep from stryker the following event: one of the screws mentioned below had been "ejected" from the plate 3 days after the implantation. The surgeon had to remove the devices 4 days after implantation.